Event description:
Newton af clinical study: subject ID: (B)(6). It was reported that following the index ablation procedure on (B)(6) 2022 involving two intellanav stable point open-irrigated catheters. The participant experienced a sudden onset of non-radiating mid-sternal chest pain as a result of pericarditis. They presented to the ER for evaluation. The electrocardiogram (EKG) displayed a normal sinus rhythm (nsr), and there was no st-elevation myocardial infarction (stemi). The subject also received a chest x-ray, and underwent laboratory tests. Their oral medication was changed/adjusted. They were was observed overnight with an improvement in chest pain, and was discharged the next day.

Manufacturer narrative:
The device has not been received for analysis. Based on the information provided, "reported that the participant experienced a sudden onset of non-radiating mid-sternal chest pain, the instructions for use states: "potential adverse events - adverse events which may be associated with catheterization and ablation include: chest discomfort." No issues were found that could have been related to the reported issue during the manufacturing documentation review. Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.